Event description:
It was reported that a user who had just started on the ilet pump experienced elevated glucose after a breakfast announcement, with a reported reading of 235 mg/dl, and believed the pump was not correcting; review of device reports and the ilet mobile app confirmed that the system was delivering correction doses and that early-use fluctuations can occur. Investigation of this case revealed that the device was functioning as designed with appropriate automated corrections. No symptoms reported during the event. Outcomes included no medical intervention, no hospitalization, and no alerts or alarms. Investigation included review of device data and user education on expected early therapy variability. It was concluded that the event was consistent with hyperglycemia of unclear cause during early pump initiation without device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.